Event description:
Caller reported a malfunction on pump with malfunction code malf 16- 0x20e6. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to revert to multiple daily injections for insulin delivery, technical support completed field correction form, and arranged for a replacement pump to be sent. Customer acknowledged steps for handling replacement, including returning malfunctioning pump to tandem within 10 days.